Manufacturer narrative:
Event date: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the partial mesh excision surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The excised mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient during a total vaginal hysterectomy and prefyx pre-pubic sling procedure performed on (B)(6) 2009 to treat dysfunctional uterine bleeding leading to anemia, uterine prolapse, stress urinary incontinence, and lower uterine segment fibroids noted probable adenomyosis. On (B)(6) 2020, the patient underwent laparoscopic bilateral salpingo-oophorectomy, excision of transvaginal mesh, and lysis of adhesions to treat pelvic pain, recurrent ovarian cyst, vaginal mesh exposure and dense pelvic adhesions. The patient was placed in trendelenburg position, then the camera was inserted, and pictures were taken. A left lateral port was then placed at 5mm in size, and some of the omental adhesions that were at the abdominal wall were taken down, then a 12mm port was also placed at the suprapubic site. The physician then was able to grasp the right ovary, and using the cautery device, he was able to cauterize, cut and transect at the infundibulopelvic (ip) ligament and to perform the right salpingo-oophorectomy. The left ovary was barely visible due to all adhesions and bowel. At this point, the intraoperative surgeon performed the lysis of the adhesions. Once almost all of the adhesions were gone, the physician was able to grasp the ovary and remove it from the sidewall. Subsequently, the ureter was identified well, cauterized, and then was transected at the ip pedicle. Moreover, the adnexa were placed into a specimen bag and removed out from the suprapubic site with small extension of the fascia. All areas were irrigated, noted to be hemostatic, and then all instruments and carbon dioxide were removed from the abdomen. The fascia was repaired at the suprapubic site, and then skin incisions were reapproximated with subcuticular stitch. Reportedly, there was no stitch required at the vaginal mesh excision.